Event description:
During an endoscopic retrograde cholangiopancreatography procedure in the bile duct, when the device was bent inside the procedure the cutting wire did not bend with it. The procedure was completed with a second device. The pt is fine.

Manufacturer narrative:
(Failed to bow). Additional information was received from the user facility. It was confirmed that the cutting wire failed to bow but it was intact.